Event description:
A user facility returned the olympus, model urf-v2, uretero-reno videoscope to olympus for repair due to a report of a leak. Upon inspection and testing of the returned device, metal was found sticking out of the pinholes of the bending rubber. This report is submitted due to the metal sticking out of the pinholes of the bending rubber. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the bending section and rubber broken with metal protruding. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 24-jan-2022. Because the subject device was a refurbished product, a manufacturing record was not reviewed, but the final inspection record of refurbishment was reviewed and confirmed the subject device was shipped from the factory in accordance with the specifications. The manufacturing date is unknown. Based on the results of the investigation, the metal sticking out of the pinholes of the bending rubber was likely caused by user manipulation resulting in excessive force to the bending section. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.